Manufacturer narrative:
Patient identifier: requested, not provided patient sex: requested, not provided weight: requested, not provided ethnicity: requested, not provided race: requested, not provided implanted date: device was not implanted explanted date: device was not explanted health professional: unknown occupation: cardiovascular inventory pac specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an 8fr angio-seal was opened for a case but was in an unusable condition because it was broken. Opened an angio-seal from a different lot and completed the case. The patient is okay. There was no patient injury and medical or surgical intervention was not required. Additional information was received on 17 may 2022: the patient was in stable condition. The procedure was completed successfully. There was no noticeable damage to the packaging. Additional information was received on 24 may 2022: the product was stored in a pyxis in their hybrid or.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal vip device was received for product analysis. The device was returned within a package. The device was visually inspected and appeared to have been in unused condition with no visible signs of blood. The locator and hemostasis sheath were found to have been assembled, and the sheath was found to have been fractured and broken. The failure appeared consistent with embrittlement as the sheath had been cracked and broken. The complaint was able to be confirmed for fracture of the sheath. The sample was found to have been exposed to uv/light exposure which caused the issue to occur. The sample had been stored within a pyxis system which is likely to be the source of the light exposure. Corrective and preventative action (CAPA) has previously been opened to investigate this issue further.